Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on 2016-nov-07 that a volume discrepancy occurred on (B)(6) 2016. It was noted that the actual residual volume was 3 when the expected residual volume was 19. No further information or symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.